Event description:
It was reported that during implant, the physician experienced positioning difficulty while placing the extravascular (ev) lead. It was noted that the first tunneling was done without applying much force according to the physician, with the tunneling tool held in the "pen holder" position, however deformation of the tunneling tool was observed following placement with the ev lead positioned in the pericardium. A second tunneling was done well into the retrosternal space, however low r-wave amplitudes were noted after fixation with no p-wave measurements on the bipolar vector. A third tunneling was carried out more laterally with acceptable electrical results observed through the respiratory cycles. Following fixation, the threshold was noted to be very high with capture only at maximum output and induction of control ventricular fibrillation (vf) was not possible. The capture was sufficient for the pulse oximeter curve to be flat, but the electrical interference was too great to be certain that all spikes were captured correctly. The ev lead remains in use and will be reassessed during the next follow up appointment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.